Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet and requested to return the device, subsequently discontinuing ilet therapy and reverting to multiple daily injections. Symptoms included hypoglycemia and fear of loss of consciousness when alone. Outcomes included temporary discontinuation of the device and a request to return the product. Investigation included attempts to contact the user for additional information and education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device-related malfunction could be confirmed. It was concluded that no definitive device fault was identified and that user discontinued therapy pending further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.